Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the implantation of the centromedullary nail to treat the femoral fracture, the end part of the distal drill bit broke into the bone. The portion of it was removed from the patient. There was less than twenty (20) minutes surgical delay. Surgery was completed successfully. Patient outcome is reported as doing well. Concomitant device reported: expert lateral femoral nail (part # 04.003.361s, lot # unknown, quantity 1) this report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip of the drill bit is broken off as reported (some small chip's form the broken section are missing), this thus confirming the complaint description. Furthermore, it¿s visible that the tip is badly worn and dull, and it¿s also visible that a section of the drill bit tip got twisted before the breakage. In addition, the instrument is in a very used condition with impression marks and scratches all over, which is an indication of regular use through its 5.5 years of lifespan. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to DHR of production lot 9282601. All relevant features are defined on the used drawing revisions of DHR of production lot 9282601.the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Material 440a is identified and hardness is documented according to the specification. Summary: unfortunately, we are not able to determine the exact cause which has led to this occurrence. We can only assume that during the operation an application error may have taken place. Since we are not aware of exactly circumstances during the surgery, we suppose that a handling error and/or a mechanical overloading situation must have led to the breakage. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the complaint is rated as confirmed, but not valid from manufacturing point of view. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace and to operate according to the important information (with cleaning and sterilization instructions). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.104, lot: 928261, manufacturing site: bettlach, release to warehouse date: 09.dec.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information : there is no evidence of drill bit fragments left in the patient. The surgeon estimates that he had retrieved all fragments from the patient. However, there can be a risk that microscopic parts could be inside the patient. No malfunction of the nail reported.